Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed the infusion set and the insulin pump alarmed no delivery. He changed the reservoir and the alarm was resolved. Blood glucose value is unknown. Customer requested the reservoir to be replaced.